Event description:
It was reported that the pump "flipped" confirmed by an x-ray. At the time of this report there were no reported therapy issues. However, it was reported that there were problems using the personal therapy manager (ptm). It was unknown whether the initial pump was anchored with sutures. When the pump was revised, it was reported that a pouch was used, but no details were available as to whether the pouch was anchored. After revision, there were no reported therapy issues. The physician elected to continue the dose of morphine (unknown), as it was programmed following the revision. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the pump was flipped back to the normal position and "all was well."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type. (B)(4).